Event description:
During the pipeline deployment, it was reported that the proximal end of the pipeline device did not open as the marksman catheter was completely withdrawn. After failed attempts were made to open the proximal segment, the pipeline was removed using a snare without issues. The procedure was completed using coils. No patient injury was reported as a result of the procedureno patient injury was reported as a result of the procedure.

Manufacturer narrative:
Updating MDR with additional information on 10/22/2013. The information is as follows:the large aneurysm measures 17mm x 8mm and is located in the cavernous segment of the right ica (internal carotid artery). The anatomy of the patient was not tortuous. The physician attempted to open the proximal segment of the pipeline by manipulating the marksman catheter without success. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The clinical observation could not be confirmed. The device was returned for analysis without the pushwire and catheter. As received, the device was found fully open with a damaged braid. The cause of the braid damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.